Event description:
Allegedly, the reporter was informed via email by a distributor sales representative in lithuania about the loosening of an evolution tibia component. At this time, no additional information regarding the event is available.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.